Event description:
The customer stated that they wanted to admit a patient onto the ed2 acuity system, but found that it was down. They reported that there were no other patients on the system at the time. The effect was that they could not centrally monitor the patient until the system rebooted. Bedside monitoring would continue unaffected.

Manufacturer narrative:
The device been returned for evaluation. We have not yet completed the investigation.